Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of the ¿factory 2hr xylene standard¿ protocol comprising 22 cassettes which started in retort a at 10:03 on (B)(6) 2025 and completed successfully at 12:14 on (B)(6) 2025, the ¿factory 2hr xylene standard¿ protocol comprising 54 cassettes which started in retort b at 10:52 on (B)(6) 2025 and completed successfully at 13:03 on (B)(6) 2025, and the tissue processing run immediately preceding ¿factory 2hr xylene standard¿ protocol comprising 22 cassettes which started in retort a at 10:03 on (B)(6) 2025 and completed successfully at 12:14 on (B)(6) 2025, from which sub-optimal processing was reported by the customer. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 19:56 on (B)(6) 2025. Specifically, a user failed to complete manual replacement of the reagent in bottle 9 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ due to the user error detailed, the reagent in bottle 9 (ethanol) containing 83% ethanol was used as the final dehydrating step in the affected runs. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.

Event description:
On 31 may 2025, leica biosystems received the following: ¿water in tissue day run on tuesday one with single fatty liver other run had 40-50 biopsies no errors, both 2hr factory xylene users stopped using processor then, changed all reagents ( formalin , alcohol, xylene and wax) ( caller then said may be not the wax or xylene) ran test runs and tissue appeared ok, started using processor for regular scheduled tissue processing.¿ on 02 and 03 june 2025, the assigned leica field applications specialist ¿ midwest (fas) provided support to the customer and documented the following: ¿supervisor says bottle 9 was changed over the weekend. All reagents were dumped and refilled by lab staff after discovery of under-processed tissue on 5/28/2025¿ethanol bottle 9 was changed on (B)(6) 2025 due to the software forcing a change due to final reagent threshold. The amount of time between the bottle being pulled and being reinserted was less than 20 seconds. This prompted an error code of 1401 in the software. At time of change bottle 9 was showing a concentration of 82.6956%, 5527 cassettes, and 43 days. Bottle 9 was used as the final dehydrant step in both affected protocols.¿ the fas documented affected patient tissue was derived from one (1) ¿factory 2hr xylene protocol¿ comprising 22 cassettes, executed in retort a which started at 10:03 on (B)(6) 2025 and completed at 12:16 and one (1) ¿factory 2hr xylene protocol¿ comprising 54 cassettes, executed in retort b which started at 10:52 on (B)(6) 2025 and completed at 13:06. The type(s) of the affected tissue samples were documented as ¿liver (one run) gi, ge, heart, prostate, lung (other run)¿. The affected tissue artefact was described as ¿water in tissue¿ and the affected patient tissue samples were re-processed ¿by hand¿. The fas documented ¿1 liver biopsy undiagnosable, clinician not recommending re-biopsy.¿ on 04 june 2025, leica biosystems melbourne received information from the leica field applications specialist ¿ midwest that ¿1 liver biopsy undiagnosable, clinician not recommending re-biopsy¿I learned that tissue was undiagnosable on monday, june 2nd. I learned yesterday that the clinician was not recommending re-biopsy.¿ on 27 june 2025, leica biosystems melbourne received information that the customer will most likely decline to provide patient identifiers for the patient where the tissue was undiagnosable.